Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at display window corners.

Event description:
Customer reported that she had unexplained high blood glucose because her insulin pump was under delivering. Customer stated that the insulin pump was not giving the correct amount of insulin and her blood glucose has been affected. Customer stated that the insulin pump was not alarming to notify her that she was not getting her insulin. Nothing further was reported.